Event description:
It was reported that the patient underwent replacement of their lead and generator due to high impedance detected through system diagnostics. The suspect lead has not been received to date. No further relevant information has been received to date.

Event description:
The explanted lead and generator were received, but product analysis has not been completed on the products to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The generator performed according to functional specifications. Analysis concluded that no abnormal performance or any other type of adverse condition was found. Product analysis was completed on the returned lead. Note that the electrodes were not received; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Setscrew marks on the pin indicate that, at one point in time, a good electromechanical connection was present between the lead and a generator. No further relevant information has been received to date.